Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2011, was chosen as a best estimate based on the date of the mesh was implanted. The complainant was unable to provide the suspected device upn and lot number; therefore, the exact lot expiration and device manufacture dates are unknown. However, the complainant reported that the device expiration date is 2012. This event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6) hospital. (B)(6). (B)(6) or .united states (B)(6). (B)(6). Block h6: the following imdrf patient code captures the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a tension-free transvaginal tape placement on (B)(6) 2011 for the treatment of stress urinary incontinence. During the procedure, the patient's urethra was found to be normal, and the bladder neck was open. The bladder showed no significant cystocele, but the patient, however, has a probable intrinsic sphincter deficiency (isd). The bladder mucosa, trigone, and ureteral orifices appeared to be normal. Additionally, there were no complications during the procedure, and the patient was extubated and taken to the recovery room. As reported by the patient's attorney, the patient has experienced an unspecified injury.